Manufacturer narrative:
E1: patient city: (B)(6), patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized due to hyperglycemia on (B)(6) 2024. The blood glucose level was 28.2 mmol/l at the time of event and the patient got treated with insulin pump and injections. Ketone level was 1.7mmol/l. Patient was feeling unwell and vomiting at the time of event. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on (B)(6) 2025. Device history record (DHR) review: the lot 6008122 was manufactured according to the work instruction (wi) version 79 on (B)(6) 2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on (B)(6) 2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6008122 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.